Event description:
It was reported that in the past the left ventricular lead was pacing proarrhythmic resulting in numerous ventricular tachycardia episodes. During normal device replacement the lead was capped on (B)(6) 2017. No additional information was reported.